Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported the atrial lead had dislodged partially into the ventricle. This condition was noticed when the ventricle was being paced during atrial pacing and the appearance of ventricular signals from the atrial electrogram channel. A chest x-ray was done but this was inconclusive. The lead is still in use. No patient complications were reported as a result of this event.